Event description:
Per the clinic, it was reported that the patient experienced healing issue post operatively, requiring additional surgery (date not reported) to close skin flap. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.